Event description:
It was reported that a revision procedure was performed to reposition this right ventricular (rv) lead after a perforation was discovered. Within the week following the procedure, the patient reported feeling the daily measurements and expressed concern. Review was requested for a right ventricular automatic threshold (rvat) test from a patient-initiated interrogation (pii) due to suspected failure of the test. A boston scientific technical services consultant confirmed the rvat was unsuccessful due to fusion and that would have resulted in hourly retry for the test. Other lead measurements appeared stable post revision. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.